Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a dislodgement of the atrial lead was discovered. The patient was asymptomatic. It was noted that the patient had fallen, which was believed to be the cause. The lead was successfully revised.